Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent failure. Physio-control provided customer repair estimates, but customer declined the offer. The root cause of malfunction could not be determined.

Event description:
It was reported that the device would not charge to provide defibrillation therapy. There was no report of pt use associated with the reported event.